Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. It was mentioned that a failed pcl caused/contributed to the issue, however this cannot be confirmed. Therefore, a definitive root cause cannot be determined. Per the instructions for use, instability is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522000410 - articular surface - 64211860. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00212.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 2.5 years post implantation, the patient had a failed pcl resulting in instability and hyperextension. The surgeon attempted to revise the articular surface by changing to a uc. Upon trailing, hyperextension was not resolved. The surgeon decided to proceed with femoral revision. The cr component was removed and revised to a ps femur with cps articular surface. Attempts have been made and no further information has been provided.